Event description:
It was reported that insulin gauge on pump displayed amount different than expected, and caller experienced concern about inaccurate fill estimate values. There was no reported impact to the customer¿s blood glucose level. Caller had not initially removed air from cartridge, so technical support educated caller on correct cartridge air removal and guided caller through filling and loading new cartridge, then assisted with delivering a test bolus to confirm updated estimate, and issue was resolved without need for cartridge return. 4/8 RMA from ssr.